Manufacturer narrative:
We the manufacturer of the device performed our own investigation, based on the data and pictures disclosed by the us importer which are the following: (B)(4) service department, following our specific request, submitted to us picture of the placement of the handpiece on the holder and informed us that the user have not engaged the fingerswitch lock before putting the handpiece down. By the images reported is possible that the cryo handpiece was also in use and the handpiece was placed on the rest in an unusual way. The actual device involved in this event has been evaluated by (B)(4) authorized local technician in date (B)(6) 2021 (service report code (B)(4)) and found to be working properly within specifications without before any service intervention. Anyway the most relevant information, for the root cause determination, is that the user left the device in ready-mode and did not engage the fingerswitch lock before placing the hp on the holder. That said, considering that the handpiece has been put on the rest without engaging the fingerswitch lock, it is possible to conclude that the finger switch has been pressed once forced on the rest causing the emission. Instruction to always engage the finger-switch lock, when not in use, in order to prevent any unwanted laser emission are present and clear on the operator's manual code om122b1-d1_g.v06 (actual revision shipped with the device) at chapter 'handpieces'. The investigation carried out did not conclude that a design deficiency was responsible for causing the event instead is possible to conclude that the event has been caused by a failure of the operator to follow instruction (not engaging the fingerswitch lock when required). Due to the fact that the device is working properly within specifications, no corrective action has been implemented. The present follow-up report has to be considered as a final report unless FDA has further questions.

Event description:
On september the 13th 2021, el. En. Electronic engineering spa became aware of a malfunction, reported by the us importer, (B)(4), in which it is stated that an elite iq laser medical device that shot unintentionally on the handpiece's holder. The actual device involved in the event is an elite iq laser medical device ref: (B)(4), s/n: (B)(4), UDI: (B)(4). The actual device involved in the event is manufactured by el.en. Electronic engineering spa and marketed in the us with 510(k) k193426. Based on the narrative provided by the us importer, (B)(4), the physician have placed the handpiece on the device's handpiece rest while the device was still on ready and caused the unwanted pressure of the fingerswitch and subsequent unwanted laser emission. No injury to patient or operator has been reported. We, the manufacturer of device, became aware of the event on september the 13th 2021 by specific communication of the us importer, (B)(4), and evaluated the event reportable because, according to FDA 21 cfr part 1000-1040 this event represent an aro (unwanted laser emission) and is a reportable event. That said, according to FDA 21 cfr part 1003.10(c) if the manufacturer is required to report to the food and drug administration under part 803 of this chapter, the manufacturer shall report in accordance with part 803. Moreover, the us importer (B)(4), already evaluated the event as reportable (for the same reason) and proceeded to submit their own MDR report code MDR 12222993-2021-00035 in date september the 23rd, 2021. Based on that, in accordance to 21 cfr part 803.50(3), we as manufacturer of the device proceeded to submit our own MDR report in order to submit all the missing information.